Event description:
It was reported that a "tvt" procedure with other pelvic floor repair was performed 3 months ago. The case was uncomplicated. General anesthesia was used in this case due to the concomitant repairs. A crede maneuver was used to judge sling tension and the physician suspects she over-corrected the patient's hypermobility. One week following surgery the patient was unable to void completely and began performing self-catheterization. Two months post-op, the patient remains unable to void effectively and is still catheterizing frequently. Pt is continent. The pt has had 3 significant urinary tract infections since surgery, the last of which prompted hospital admission in 2001 for IV antibiotics. A recent office evaluation showed the patient's q-tip angle to be -5 to -10 degrees upon valsalva. Pre-operatively the pt had a hypermobile urethra. Physician believes she has performed a cystoscopy post-operatively and that no mesh was found in the bladder. Physician intends to get expert consultation and potentially to incise the "tvt" tape in the midline once this infection clears.